Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided and review of the imagery revealed calcium was present in the alleged region of resistance. In this case, the complaint for difficulty introducing sheath was unable to be confirmed due to limited device/procedural imagery and unavailability of the device for evaluation. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. Available information suggests patient factors (calcification) could have contributed to the reported difficulty inserting the sheath resulting in vascular injury, as imagery of the patient's anatomy showed calcium present in the alleged region of resistance. Sharp, calcified nodules within the patient access vessel can act as physical obstacles that can increase friction and lead to higher push force. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 ultra resilia (s3ur) valve, strong resistance was felt near the common iliac artery (cia) when the 14fr esheath+ (esp) was inserted from the right femoral artery. After the valve deployment, a piece of tissue like a part of the vessel was observed on the seam of the withdrawn esp. Since angiography revealed that the cia was occluded, surgical repair and stent placement for the damaged part was performed, then the operation was completed.